Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative hcg results. Results as follows: customer obtained false negative hcg results with the consult hcg combo cassette. Quantitative hcg result (blood) = 135. Urine sample was discarded immediately following the test. Last menstrual period: unk.